Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user called to conduct a system check, which passed, while experiencing hyperglycemia with a reported peak blood glucose of 229 mg/dl since a supply change earlier that day; no alerts or alarms were reported, no insulin suspension occurred, and no backup therapy or professional medical intervention was used. Symptoms included hyperglycemia without acute complications. Outcomes included no functional limitation, no need for medical or surgical intervention, and no hospitalization. Investigation included customer interview, device evaluation via remote/system check, and review of device performance data as available. Investigation of this case revealed no device malfunction and that the system was operating as designed. It was concluded that the cause of the hyperglycemia was unclear and that the device functioned within specifications. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.